Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30-degree endoscope plus involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted bilateral internal mammary artery harvest surgical procedure, the 30-degree endoscope plus exhibited a rotation issue. The endoscope was rotating from the down position to up position without the surgeon intervention. The site had to reseat the endoscope to retain proper position. No error was found in the logs. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing due to the measured output power not meeting specification limits. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to increased friction.

Event description:
Refer to h11 for follow-up information.